Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4) ) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(4) ) displayed tcmid:06 (ce post failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.